Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned pump confirmed the reported inflow obstruction. The pump was returned assembled with the driveline cut approximately 2¿ from the pump housing and the distal portions were returned measuring approximately 3¿ and 3.5¿. The sealed inflow conduit and sealed outflow graft conduit were returned. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed tissue ingrowth lining the proximal end of the inlet lumen. The tissue was well adhered and appeared to obstruct the flow of blood. A specific cause for the tissue and duration which it was present in the pump could not be conclusively determined. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The hm2 IFU lists thrombus as an adverse event that may be associated with the use of the hm2 lvas. The IFU also outlines recommended anticoagulation therapy and inr ranges. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
Approximate age of device - 4 years, 5 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient was admitted the previous week with heart failure and then later was placed on veno arterial extracorporeal membrane oxygenation (va ECMO). The pump was explanted for transplant. During the explant procedure, a clot was noted inside the inflow cannula. The pump will be returned for analysis. The date of admission is estimated as the actual date was not provided.no further information was provided.